Event description:
It was reported that the patient had not used the device for about two months due to problems with bladder infections. The reporter stated that the patient fell about three weeks ago. It was also noted that the patient had a history of bladder infections and had a colostomy which generated a gel leading to leakage. The reporter stated that there was a poor communication screen on the patient programmer. It was reported that stimulation was unable to be adjusted with the patient programmer, with or without the antenna attached. It was noted that the patient was going to try to see her health care provider. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3889-28, lot# v303918, implanted: 2009 (B)(6), product type lead, product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
Additional information received reported that the patient still had concerns regarding their device or therapy, but they were working with their doctor or company representative. The patient had appointment scheduled for (B)(6) 2013"to replace". It was unclear what was going to be replaced. Further information has been requested. If more information becomes available, a follow up report will be sent.